Event description:
It was reported that the patient received their last round of radiation treatment and afterward the implantable cardioverter defibrillator (ICD) device showed corrupted diagnostics and patient information. There was no power on reset (por) or other alert events and all parameters interrogated normally. Reprogramming was attempted, but was not allowed as the fields were greyed out. It was recommended that the reprogramming be tried again after minimum of eight hours. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).